Event description:
It was reported that while using the unspecifed bd that there was blood splatter or leakage on a device other than the insertion or needle site. The following information was provided by the initial reporter: customer states butterfly needle leaks when collecting blood.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6 investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.